Manufacturer narrative:
Concomitant products: product ID 8832, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported the patient was changed over from dilaudid back to fentanyl in 2009 and within a day the patient was ¿so sick.¿ the patient was put in the hospital. It was not known whether the cause was a change in medication or ¿whatever¿ but there were huge medical problems the patient developed. The patient was constantly having the same recurrent dream. It was like hallucinations ¿and things like that.¿ there were severe stomach problems with diarrhea for two weeks solid. The patient could hardly move. The day after the changeover corresponded to the time for the dilaudid to get through the catheter and start working and the fentanyl would have hit in. The patient hadn¿t had any problems since then. It was noted the patient had previously seen codes on the patient programmer and the patient had a refill scheduled for (B)(6) 2013.